Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device was received with normal operating currents and no unexpected low battery alarm, failed battery test alarm, the hrm task did not grant motor power in reasonable time alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.